Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of aortic valve stenosis, dyslipidemia, hypertension, and coronary artery disease underwent an implant procedure with an evolut r 29 mm on (B)(6) 2024. The patient had previously undergone coronary angioplasty and on ongoing treatments including beta-blockers and statins. Electrocardiogram abnormalities were noted, including atrio-ventricular block (avb), left bundle branch block (lbbb), and complete heart block (chb). A pacemaker was implanted on (B)(6) 2024. There were no acute or late complications reported, and the patient was discharged home on (B)(6) 2024.